Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4 - expiration date. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: which product code broke during this one procedure? W945. Which lot number broke during this one procedure? Lot:thbdec; lot: tgbduk. How many sutures of lot # thbdec broke during this one procedure? Several. How many sutures of lot # tgbduk broke during this one procedure? Several. What is being returned for evaluation? Yes. Please return actual or representative. Samples of the product code that broke (w945). How many eaches are being returned? 2 boxes (24 eas). Related medwatch reports: 2210968-2023-10275, 2210968-2023-10276, 2210968-2023-10277, 2210968-2024-00582. Corrected information: d4 lot number.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture does not have enough tensile strength to close the sternum. It broke when they were going to sew. No adverse patient consequences were reported additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - was there any adverse consequence associated with the patient? No. - please provide the lot number: lot:thbdec; lot: tgbduk. - is the product available for return? If so, was it already requested to mrw? Provide tracking number. There were three boxes, one was used in the operating room, I can only return two boxes. I have requested it from mrw but they have not yet sent me the box. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Which product code broke during this one procedure? Which lot number broke during this one procedure? How many sutures of lot # thbdec broke during this one procedure? How many sutures of lot # tgbduk broke during this one procedure? What is being returned for evaluation? Please return actual or representative samples of the product code that broke (w945). How many eaches are being returned? Additional information: d4 ¿ the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: thbdec, tgbduk. Related medwatch reports: 2210968-2023-10275, 2210968-2023-10276.